Event description:
During the procedure, the catheter became caught during removal from the non abbott introducer. The catheter could not be used as difficulties were encountered when attempting to remove it from the sheath. The introducer and catheter were removed together. An additional access site puncture was required and the procedure continued with no consequences to the patient.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation engaged in a non-abbott introducer. The catheter was engaged in a non-abbott introducer and was unable to be removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the withdrawal difficulty and additional puncture remains unknown.